Event description:
It was reported that, following a pulse field ablation procedure on the non-boston scientific left ventricular (lv) lead, this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties with interrogation, pacing therapy stopped, and no beep tones were heard with magnet response. Technical services (ts) reviewed the data and suspected the procedure disabled the device, recommending urgent replacement. Subsequently, this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Upon receipt at the boston scientific post-market quality assurance laboratory, a thorough evaluation of this crt-d system was performed. Visual inspection identified no external anomalies, and telemetry could not be successfully established with this device. X-ray imaging confirmed the internal fuse was intact, with no evidence of structural or mechanical damage. Residual gas analysis (rga) indicated the device case seal was intact. The device case was then opened to expose internal circuitry, and the battery voltage was measured at 0.352v (i.e., too low to support device function). Following removal of the battery and high-voltage capacitors, an external power source at 3 v was applied. Under this condition, the device exhibited a current draw of 288ma, compared to the expected value of 6 microamps. Infrared thermal imaging identified a localized heat source (hot spot) at the edge of the mixed mode integrated circuit (mmic). This hot spot is consistent with activation of the electrostatic discharge (esd) protection clamp field effect transistors (fet); this type of damage occurs due to exposure to a high amount of energy. Based on the overall analysis and reported clinical observations, engineers determined that this device exhibited evidence of electrical overstress likely due to external energy, associated with pulsed field ablation. The damaged esd clamp fets subsequently caused a significantly high current drain that depleted the battery, and the device stopped functioning. The observed damage pattern with this device is consistent with induced external energy and is not related to an inherent device performance issue.

Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at the boston scientific post-market quality assurance laboratory, a thorough evaluation of this crt-d system was performed. Visual inspection identified no external anomalies, and telemetry could not be successfully established with this device. X-ray imaging confirmed the internal fuse was intact, with no evidence of structural or mechanical damage. Residual gas analysis (rga) indicated the device case seal was intact. The device case was then opened to expose internal circuitry, and the battery voltage was measured at 0.352v (i.e., too low to support device function). Following removal of the battery and high-voltage capacitors, an external power source at 3 v was applied. Under this condition, the device exhibited a current draw of 288ma, compared to the expected value of 6 microamps. Infrared thermal imaging identified a localized heat source (hot spot) at the edge of the mixed mode integrated circuit (mmic). This hot spot is consistent with activation of the electrostatic discharge (esd) protection clamp field effect transistors (fet); this type of damage occurs due to exposure to a high amount of energy. Based on the overall analysis and reported clinical observations, engineers determined that this device exhibited evidence of electrical overstress likely due to external energy, associated with pulsed field ablation. The damaged esd clamp fets subsequently caused a significantly high current drain that depleted the battery, and the device stopped functioning. The observed damage pattern with this device is consistent with induced external energy and is not related to an inherent device performance issue.

Event description:
It was reported that, following a pulse field ablation procedure on the non-boston scientific left ventricular (lv) lead, this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties with interrogation, pacing therapy stopped, and no beep tones were heard with magnet response. Technical services (ts) reviewed the data and suspected the procedure disabled the device, recommending urgent replacement. Subsequently, this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, the device case was removed and the battery voltage was measured too low to support device functions. The device has no telemetry and no pacing output.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, following a pulse field ablation procedure on the non-boston scientific left ventricular (lv) lead, this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties with interrogation, pacing therapy stopped, and no beep tones were heard with magnet response. Technical services (ts) reviewed the data and suspected the procedure disabled the device, recommending urgent replacement. Subsequently, this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.